Event description:
Imp date: 2005. It was reported that the pt underwent a two level minimally invasive l4-s1 tlif with verte-stack capstone peek/infuse bone graft supplemental with cd horizon legacy/sextant posterior fixation. Approx six weeks post-op the pt was seen for unresolved back and radicular pain down lateral aspect of left leg into dorsum of left foot. Approx 12 weeks post-op, MRI confirmed that edema/seroma around left l5 nerve root. A revision surgery was performed approx 4.5 months post-op to remove the compressed tissues. Subsequent to the revision surgery, the pt experienced increasing back and leg pain which progressed to severe headaches. The pt was re-admitted to the hosp 13 days after the revision surgery. Follow-up MRI confirmed resolution of fluid-fluid collection at l5-s1 and also suggested left sided foraminal encroachment at the same level.

Manufacturer narrative:
Although it is unk if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. Device was not returned to MFR for eval. Unable to determine the cause of the event.